Manufacturer narrative:
The na electrode lot number is far62. The cl electrode lot number is fbn29. The expiration dates were not provided. The field service representative replaced the sipper and vacuum nozzles, cleaned the flow path, and performed multiple reagent primes to restore proper fluidic operation and verify system performance. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode and ise indirect cl for gen.2 results for 9 patient samples on a cobas pro ise analytical unit. Only one example was provided. The initial na result was 176 mmol/l, and the repeated result was 141 mmol/l. The initial cl result was 136 mmol/l, and the repeated result was 106 mmol/l. The repeated results were obtained on another module and were believed to be correct. The samples were repeated because the initial results didn't align with the blood gas test results (blood gas results not provided).